Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. The patient was hospitalized for the event, was treated with vancimicon (route, dose and frequency not reported) and was discharged on the same day. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. The patient was hospitalized for the event, was treated with vancimicon (route, dose and frequency not reported) and was discharged on the same day. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.